Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room, experiencing syncopal episodes. Upon interrogation of the device, loss of capture was noted on the right ventricular lead. An x-ray revealed a lead fracture. The lead was explanted and replaced on (B)(6) 2019. The patient was discharged stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.9cm. Rib clavicle crush was noted at 22.8cm ¿ 24.4cm from the connector pin, consistent with clavicle crush damage. The outer coil was separated, flattened and compressed with no damage to the inner coil in this region. The inner insulation was damaged on either side in this location. This is consistent with the observation from the field of fracture and no capture. All other damages found are consistent with procedural damage.